Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, it was concluded that: it is likely in this case that an unknown combination of several factors occurred- such as patient factors, surgical procedure, surgical process and implant design. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Event description:
Patient was advised that she should undergo bilateral revision surgery as a result of the failure of the metal on metal construction of the hip prosthesis. Medical records confirm no significant trauma, infection or other cause of early failure.

Manufacturer narrative:
Investigation results: the complaint was received into the (B)(4) quality department (B)(4) 2013, with the comment: patient was advised that she should undergo bilateral revision surgery as a result of the failure of the metal on metal construction of the hip prosthesis. Medical records confirm no significant trauma, infection or other cause of early failure. The prosthesis has failed due to defect. No further information was available and so the complaint was transferred to investigation. A review of the manufacturing records for lot numbers 1178969, 1169309, 1125757, 1146563, 1168080 & 1040590 identified no anomalies. Review of etq complaints database identified a number of similar complaints involving ultima metal on metal and a tps stem, the same combination that in 2012, after a number of complaints relating to stem corrosion, depuy issued a field safety notice. (See attachments) in this instance there is no mention of stem corrosion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.